Event description:
It was reported that during a breast biopsy, sometimes there was a sudden power-off. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.